Manufacturer narrative:
(B)(4). This complaint was for a check drain line alarm that was not resolved via standard troubleshooting practices. The disposable set was not returned for evaluation. The home patient noted the drain line was submerged in fluid in the drain receptacle; it is unknown whether this contributed to the reported alarm. Current labeling was reviewed and was found to address the reported use error. Based on the available information, the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a check drain line alarm that occurred on the home choice (hc) unit during drain 2. The hp states line is submerged in a container and refused to remove the extension to check the line. The technical service representative had the hp end therapy and start over with new supplies. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The peritoneal dialysis registered nurse (pd rn) stated they were aware of the problem. The pd rn stated that the hp is fine and doing okay with her therapy. The pd rn stated that she reviewed the therapy procedure with the hp. There was no injury or medical intervention reported.